Event description:
The healthcare professional (hcp) reported a change in therapy where the cause remained unknown. It was initially noted that the physician revised the system. There was a report that the system was placed (B)(6) 2015 at inferior third of t8. There was a revision of system via laminectomy on (B)(6) 2016. The patient was seen on (B)(6) 2015 and reported they weren't receiving coverage in the right places but still received some relief when sitting down and no movement of lower back. They were still having pain in their left posterior hip and leg. There was a report of a fall since the last visit. A CT was done where the patient was going to get prior intra-operative report and the surgeon was able to remove a cyst from their spine. The patient was initially seen on (B)(6) 2015 with the report of coverage issues. It was unknown if the patient recovered completely. No medical symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.